Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that, during the replacement procedure of the associated right ventricular (rv) lead, it was observed this right atrial (ra) lead was also fractured. Ra lead fracture was confirmed via fluoroscopy. The decision was made to surgically abandon and replace this ra lead. No additional adverse patient effects were reported.